Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ectopy with bigeminal premature ventricular contractions (pvc). The patient has third degree heart block and a slow ventricular rate in the 20's-30's. Multiple implantable pulse generator (ipg) programming changes were attempted to break the rhythm to no avail. The ipg remains in use. No further patient complications have been reported as a result of this event.